Event description:
On 10/30/2023, it was reported by a sales representative via email that (2) ar-3636 knotless fibertak inserter tips broke off inside the patient's glenoid. All the broken fragments were removed from inside the patient, and the case was completed using different anchors. This was discovered during a procedure. Additional information was received on 10/31/2023: this was discovered during a labral repair procedure on (B)(6) 2023. While the surgeon malleted the anchors, the inserter tips broke. The case was completed using another ar-3636 knotless fibertak and was delayed approximately fifteen minutes; additional anesthesia was administered. The patient suffered no negative effects or symptoms due to device breakage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.